Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure, the device would not pace. When the lead was removed from the pacer, the lead tested normal. Therefore, a new device was placed. After removal, the device tested normal in the field.